Event description:
It was reported that during routine biomedical testing, it was discovered that the unit pacing outputs on the external pulse generator were incorrect. The generator was returned for service. There was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Encoder flex has extra flex tape on one side which caused the electrical trace to be misaligned. Upper and lower cases and battery drawer are broken. Battery release, release spring, and lead flex cover are contaminated. Side bail cover, ring cover, two case screws, ring cover screw, side bails, and ring are missing. Battery contacts are compressed. Keyboard is scratched and serial number label is torn.